Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders from 2 patients shown on single profile. A technical support specialist (tss) informed the customer to consult their admit discharge transfer (adt) team to delete or correct the incorrect order in adt, as any data entered in the adt system was reflected on the server. The customer understood the explanation and agreed to close the case. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders from two patients were showing on a single profile. All orders entered at admission were duplicated. The incorrect orders from admission could not be removed. However, there were no delays or adverse events or injuries reported based on this event.